Event description:
It was reported that during the illiac pta/stenting treatment procedure, the stent did not fully deploy. The stent was removed and angloplasty was successfully performed. No patient injuries or complications were reported. The patient's status was reported as "fine".

Event description:
It was further reported that the stent was either deployed inside the sheath or was never fully deployed from the deployment catheter in the patient's bdoy. It was inside the sheath and the sheath was removed from the pt. The physician subsequently cut the sheath in half which resulted in the stent being severed.